Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: rippling, device rupture

Event description:
USA. Allegdly a patient presents a possible device rupture, she reported skin bumps, rippling and pain. She will have her revision surgery on phillipines